Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, battery testing, and functional testing were performed. The f-49 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be depleted battery during battery testing. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.